Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during occlusion test due to faulty force sensor. Motor tested ok. Insulin pump passed displacement test. Cracked reservoir tube lip and scratched display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer stated the error has occurred during basal delivery and more than once in thirty days. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.